Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 8.5f agilis steerable introducer sheath was received for evaluation. Visual inspection revealed multiple bends throughout the sheath. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During aspiration of the sheath, a continuous stream of bubbles was noted.